Event description:
It was reported that there was intermittent loss of capture and low thresholds on the ventricular lead. It was noted that the patient was hospitalized for and unrelated illness and it was unclear if the illness was having an affect on the pacing thresholds. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.